Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bent sheath near the boot of the needle, sections of the insertion portion were bent, a portion of the stylet was observed to be sticking out from aspiration port, and dried residue inside the sheath. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the single use aspiration needle stylet got stuck, would not advance or withdraw. The issue was found during a diagnostic endobronchial ultrasound (ebus) procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.